Event description:
Patient (age and gender unk) was presented to the interventional lab for an angioplasty procedure of the subclavian artery (side unk). The vessel was described as moderately calcified and tortuous. After properly inspecting and prepping the balloon, the physician advanced the balloon to the lesion. There is no information as to if the physician had any difficulty accessing the lesion with a guidewire. Upon inflation of the balloon with an indeflator, the balloon ruptured below nominal pressure (atmospheres unk). The balloon was safely removed from the patient and another balloon was used to successfully complete the procedure. There was no adverse consequence to the patient.